Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer received constant no delivery alarms. Customer stated that the alarms occurred during basal and bolus. Customer will have to change the infusion set. Customer stated that the pump has not alarmed this morning. Customer has had 34 no delivery alarms since (B)(6) 2014. It was explained that strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. Customer stated that they have not rid all remedies. Customer was advised to monitor the pump and call back if the problem persists. Customer is still wearing the current infusion set. Customer also goes through batteries a lot and batteries usually last about 3 weeks. Customer received a low battery alert about a week ago. Customer's battery indicator does show less than 2 bars. Battery lasted more than 1 week. It was explained that this was the average battery life. Customer was advised to clean the battery cap and insert a new battery. No additional information provided.